Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd q-syte luer access split septum had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "when giving patients infusion, the interface part of the leakage of fluid".